Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, 23mm ultra sapien 3 in the aortic position via transfemoral approach. When the valve was fully deployed, the balloon ruptured. The commander was successfully removed with no injury to patient. No post dilation was needed. The device was returned for evaluation and the pre-decontamination evaluation noted: no balloon burst was observed, and a pin hole on the proximal shoulder of the inflation balloon.

Manufacturer narrative:
H2 updated the commander delivery system was returned for evaluation. The observation of the returned device was with no flex, fine adjust used, locked at default marker, loader cap over flex shaft and minor kink on proximal balloon shaft likely due to packaging. The inflation device was returned separately attached to 3 way stopcock, no residual fluid, no balloon burst observed. A pinhole was noted on proximal shoulder of inflation balloon the returned device was visually inspected. A pin hole was seen on the working length of the inflation balloon. Dimensional inspection was conducted and double wall thickness measurements of the inflation balloon were taken, measured components were within specifications. No functional testing was able to be performed due to device return condition. No imagery was returned. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to inflate balloon. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on visual inspection of returned device. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of IFU and training materials revealed no deficiencies. The following instructions were reviewed: commander delivery system IFU, preparation training manual, procedural training manual. No IFU and training deficiencies were identified. The complaint for balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing non conformance was not confirmed. A review of the DHR, lot history, manufacturing mitigation, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of IFU and training materials revealed no deficiencies. As reported, when the valve was fully deployed balloon ruptured. Per case notes, the patient had moderate calcification present. Calcification can present a challenging condition for the balloon during tracking through the system. Calcific nodules can interact with the balloon and compromise the balloon structure. Furthermore, high alignment forces can weaken the crimp balloon material making it more prone to leakage or damage. Additionally, the case notes revealed that an additional volume of 2 ccs were added to the balloon. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. A definite root cause was unable to be determined at this time. However, available information suggests patient calcification and procedural factors over inflation balloon contributed to the reported event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.